Event description:
(B)(6) 2024 I had six biopsies that resulted in left breast cancer. The surgeon showed me the biozorb radiation device, which was implanted in the breast for radiation treatments. I am having erratic sharp pains along with swelling and radiation fibrosis. A day has not gone by that I have not felt movement and pain. Currently, undergoing physical therapy for pain, swelling and spasms. 22 radiation treatments completed.